Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that blood leaked at the engagement of the blood bag spike tubing at the top of the blood filter two hours after the start of the infusion. The spike tubing was easily separated from the top of the blood filter. The blood filter was full at the time of the leak/separation and 76 ml of blood was wasted. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak at the engagement of the blood set spike tubing at the top of the drip chamber was confirmed. Visual inspection showed a separation between the pvc tubing of one of the two spikes and its respective port on top of the drip chamber. No functional testing was deemed necessary due to the obvious separation. The root cause of the customer's report was identified as insufficient solvent being applied at the engagement of the tubing during manufacturing.

Event description:
The customer reported that blood leaked at the engagement of the blood bag spike tubing at the top of the blood filter two hours after the start of the infusion. The spike tubing was easily separated from the top of the blood filter. The blood filter was full at the time of the leak/separation and 76 ml of blood was wasted. There was no report of patient harm.

Event description:
The customer reported that blood leaked at the engagement of the blood bag spike tubing at the top of the blood filter two hours after the start of the infusion. The spike tubing was easily separated from the top of the blood filter. The blood filter was full at the time of the leak/separation and 76 ml of blood was wasted. There was no report of patient harm. The event occurred in the autologous transplant unit ¿ 15c.